Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray. There is no report of patient injury.